Event description:
Reporter stated that a patient sample (type not provided) was measured, using the suspect device, with a result of 186 mg/dl. Reporter indicated that, within 30 minutes, an additonal venous sample was obtained from the same patient, and was tested in the facility's lab, with a result of 12 mg/dl. Reporter noted that patient was not treated based on the result obtained on the suspect device. Quality control testing had reportedly been performed on the system, and had tested within the acceptable range. Technical support requested the return of the suspect device and replacement product was shipped.